Event description:
It was reported that the pt experienced stimulation in the wrong location following a fall. The pt tripped over his dog and fell down. The pt states he felt stimulation all over his body. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).